Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their two front bottom teeth feel unaligned. Patient has upcoming dentist appointment and will ask about their bonded retainer. Patient provided update, their bonded retainer were removed and their bite feels much better and their front teeth are no longer hitting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.